Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began firing out of the end of the fiber after 80,392 joules of use. It was noted that the fiber tip had been cleaned 3 to 4 times due to tissue accumulation. The fiber did not overheat. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did identify a glass cap distal circumferential fracture and the glass cap was protruding more than usual, indicative of a glue failure. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as the forward firing rate was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found during analysis of the returned fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began firing out of the end of the fiber after 80,392 joules of use. It was noted that the fiber tip had been cleaned 3 to 4 times due to tissue accumulation. The fiber did not overheat. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.